Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 461 mg/dl, 471 mg/dl, 421 mg/dl, 436 mg/dl, 422 mg/dl, 511 mg/dl, 468 mg/dl and 422 mg/dl at the time of incident and current blood glucose 478 mg/dl and 438 mg/dl. Troubleshooting was performed. The customer was treated with insulin pump for high blood glucose. Customer does not allege pump was under delivering. Advise to remove reservoir, rewind, reinsert reservoir and run load reservoir or fill tubing with current set. Customer reports insulin did not exit at the quick released. The device will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement, sleep current measurement, self test and displacement accuracy test. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. The pump was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at the pump display matched properly the units left at test reservoir. No delivery anomalies or occlusions noted during testing.